Event description:
The customer called and reported the sensor broke apart into two pieces after being released from the serter. Customer's blood glucose was 172 mg/dl. Customer was advised the sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.